Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during bolus, even with replacement catheter. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with a cracked battery tube threads, a broken belt clip slot, cracked case near the display window corners, cracked display window, cracked reservoir tube lip, and a stained end cap sticker. No excessive no delivery alarm could be confirmed due to the prime anomaly.